Manufacturer narrative:
Continuation of d10: product ID 977c165 serial# (B)(6) product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep) stating the cause of the impedances was not established. The lead was wiped clean and reconnected as many times as they could. They checked images under fluoroscopy to make sure everything was in place properly. Rep adds that this issue is ongoing.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name: lead; product ID: neu_unknown_lead (serial: unknown); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative (rep) via a healthcare provider regarding an implantable neurostimulator. The reason for call was caller stated that they are doing a battery replacement and they are having issues with connecting to the implant. Caller stated they were not able to get a read on the old battery so they don't know if there were any issues with the lead and patient hasn't used stim in a while. Caller mentioned that one of the lead seems to be getting some connection, but not all the contacts. Caller said they are taking the lead in and out of the battery to see if placement is better. Using connectivity check, caller reported that they were getting red x's on one lead specifically. Caller switched the top part of the top lead through 0-7 and got some green connectivity, but the other side was all red. Tss had caller do full impedance check and change the reference electrodes to look for any green check marks. Caller tried to cycle through all the different reference electrodes but caller was getting all red x's with impedances over 40, 000 ohms. Tss asked caller to go thru all reference electrodes but caller was seeing anything 20,000 ohms. The issue was not resolved through troubleshooting. Tss advised them continuing to look for any values below 2,000 ohms to work with, otherwise they would have to consider a lead revision. The procedure today was only intended to replace the ins and not the lead.